Event description:
An alarm issue was reported with the freestyle libre 2 reader. The low and high glucose alarms did not sound and as a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of a hypokit by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. A graph of glucose values was analyzed. The alarm functionality test was performed. The reader was activated with a known good sensor and a linearity test was performed. A high & low glucose alarm was observed functioning correctly and no malfunction or product deficiency was identified. Therefore this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. The low and high glucose alarms did not sound and as a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of a hypokit by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. The low and high glucose alarms did not sound and as a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of a hypokit by his wife. There was no report of death or permanent injury associated with this event.